Event description:
An accidental insulin overdose was reported when a customer improperly inserted a cartridge into a pump, which led to the administration of insulin. The customer's blood glucose level dropped significantly, reaching the 30s mg/dl, but no injuries were incurred. Due to this, the customer visited the emergency room, where she received intravenous fluids and saline. Following treatment, her condition improved, and there was no permanent damage reported. Technical support advised the customer to closely follow the pump instructions to prevent future occurrences and recommended ongoing monitoring of blood glucose levels. At the time of the report, the customer had not been released from the ER. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.